Event description:
Pt presented for slipped capital femoral epiphysis orthopaedic surgery. Seven point three cannulated screws were used. One screw broke in half during procedure and was explanted and saved.